Event description:
A zoll distributor returned a monitor indicating that it was unable to complete testing.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. As received, the monitor belt connector was missing and the case was cracked. The cause of the inability to complete testing is the missing belt connector. The root cause of the missing belt connector cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged connector.